Event description:
Procedure type: lavh. According to the reporter: as reported by sales rep. Seal of port broke on insertion, broken piece was taken out another port was used. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No pt injury was reported.

Manufacturer narrative:
(B) (4). (B) (4).